Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
A health care professional reported that the patient's pump was explanted due to infection. A culture was performed and tested positive for staphylococcus aureus.